Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the lead would not extend. The lead was not used. The patient was stable.

Manufacturer narrative:
Additional information: d10. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found the helix was partially extended/bent/damaged and the inner coil in the connector region was over torqued due to procedural damage. The lead was otherwise normal.